Manufacturer narrative:
The field service representative checked and adjusted the sample position and adjusted the needle. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results for multiple assays for one patient samples from the cobas e 801 module. The initial elecsys ca 19-9 immunoassay result was 4.15 u/ml and the repeat results were 37.7 u/ml and 38.5 u/ml. The initial elecsys ferritin result was 23.8. Ng/ml and the repeat result was 410 ng/ml. The initial ise indirect gen.2 chloride result was 4.4 mmol/l and the repeat result was 107.6 mmol/l. The initial ise indirect gen.2 potassium result was 0.18 mmol/l and the repeat result was 4.04 mmol/l. Only the questionable ferritin result was reported outside of the laboratory. The reagent and electrode lot number and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation determined the root cause was consistent with pre-analytical handling issues. The investigation did not identify a product problem.